Event description:
The customer was admitted into the hospital after have diabetic seizures. It was stated thay insulin therapy was started while the customer was in the hosptial for about 2 weeks. Controls were run and found to be in range according to the caller. A request was made for the return of the suspect device and replacement product was sent.